Event description:
It has been reported to us that the tip of the occlusion balloon wire separated and remains inside the pt's vessel. The physician inserted the occlusion balloon wire into the pt. The physician inflated the occlusion balloon to occlude the vessel. The physician inserted a stent and deployed it into the vessel. The physician deflated the occlusion balloon; however, the tip of the occlusion balloon separated and remains inside the pt's vessel.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.